Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test on (B)(6) 2022 while testing their child. The initial test presented a positive result. Retesting was performed which presented a negative result. The consumer indicated that their child had a runny nose at the time of testing. No further information was received.

Manufacturer narrative:
Investigation summary: the customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.